Manufacturer narrative:
(B)(4). The cycler was returned to the manufacturer for analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The valve actuation test, system air leak test and patient sensor calibration check passed. Load cell value and verification were within tolerance. The cycler passed the mushroom head tests. The visual inspection of the internal unit showed brown, discolored pneumatic tubing and a brown hp2 filter within the cycler unit. The cause of the encountered discoloration could not be determined in addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All pertinent information available to the manufacturer has been provided.

Event description:
A patient on peritoneal dialysis (pd) on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) reported the cycler was not draining completely during drain 0 and there were no alarms. Drain 0: 256ml; fill 1: 2203ml; drain 1: 4160ml; fill 2: 2203ml; drain 2: 2327ml. The reported drain volume of 4160ml was 189% over the expected drain volume which resulted in a reportable device malfunction. The patient indicated the cycler did not drain them completely and they experienced bloating and pain in the abdomen after fill 1 was completed. They indicated they felt better after the stat drain after drain 1. The patient further stated they were able to complete their treatment manually and did not experience any more pain. It was confirmed there was no medical or surgical intervention performed and no medications were prescribed for the pain. The cycler was replaced and the patient was able to continue with peritoneal dialysis therapy with no further issues. No further information has been provided.